Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that model number of d4 in the first report was jf-260v, not tjf-260v. Therefore, model number of d4 is modified to jf-260v. Omsc could not investigate the device, because the device was not returned to omsc. Omsc reviewed the manufacturing history (DHR) of the device and confirmed no irregularity. Since the device was not returned, the exact cause was unknown. However there was the possibility that the reported phenomenon was attributed to the insufficient reprocessing of the device by the user. The instruction manual of the device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject tjf-260v has not been returned to olympus medical systems corp. (Omsc). There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the inspection of the subject device before use, the air feeding function of the subject device did not work. Therefore, the user was cleaning the subject device, the foreign material like a mixture of blood came out from the air/water nozzle of the subject device. The user reprocessed the subject device again. Since the air feeding function of the subject device worked normally, the user used the subject device for unspecified procedure. There was no patient injury report related to the event.